Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen from 2012 to (B)(6) 2015. Concurrent conditions included obesity, anemia, abdominal cramps and uterine bleeding. Concomitant products included iron, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case was upgraded to serious incident. Essure removal date and historical drug added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation in 2014 and endometriosis. Previously administered products included for an unreported indication: ortho tri-cyclen from 2012 to (B)(6) 2015. Concurrent conditions included obesity, anemia, abdominal cramps, uterine bleeding and bloating. Concomitant products included iron, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, headache and weight increased had resolved and the depression, anxiety, rash, migraine, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, pelvic pain, post procedural complication, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for events abnormal bleeding (vaginal, menorrhagia), pelvic pain. 5 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: result: essure device was successfully occluded. Batch no c59252, production date 2014-05-26, expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 36-year-old female patient who had essure (batch no. C59252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ortho tri-cyclen from 2012 to (B)(6) 2015. Concurrent conditions included obesity, anemia, abdominal cramps and uterine bleeding. Concomitant products included iron, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and weight increased had resolved and the depression, anxiety, rash, migraine, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for events abnormal bleeding (vaginal, menorrhagia), pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet: received. Added event post procedural complication. Outcome of events abnormal bleeding (vaginal, menorrhagia), pelvic pain, headache, weight gain updated as recovered. On (B)(6) 2020: plaintiff fact sheet: received. No new information received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain'). In a 36-year-old female patient who had essure (batch no. C59252), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometrial ablation in 2014 and endometriosis. Previously administered products, included for an unreported indication: ortho tri-cyclen from 2012 to (B)(6) 2015. Concurrent conditions included: obesity, anemia, abdominal cramps, uterine bleeding and bloating. Concomitant products included: iron, nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), rash ("rashes or skin conditions: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced back pain ("lower back area") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full), with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and weight increased had resolved. And the depression, anxiety, rash, migraine, dysmenorrhoea, dyspareunia, back pain and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural complication, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for events abnormal bleeding (vaginal, menorrhagia), pelvic pain. 5 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 33.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2016, result: essure device was successfully occluded. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporters information, rcc and medical history were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.